Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles for a last few days. The customer reported that the approximate size of the air bubbles was 1 centimeter. Troubleshooting was performed and stated that the air bubbles were not removed successfully. The customer also reported that they experienced high blood glucose level and treated with insulin pump. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.